Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a progressive rise and high thresholds. It was noted that the high th reshold had triggered an alert. No actions have been taken and the rv lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.